Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal gastrectomy procedure, when the device was being used on the esophagus, when the doctor moved the grey stopper aside and squeezed the ring handles, a part fell off into the patient cavity and was able to retrieved using forceps. A new product was opened and used in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the guide tab for the jaws of the device was broken. The pushers are fully deployed. Cartridges are properly seated after firing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken guide tab may occur if the device is mishandled or handled roughly during application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.